Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-00814. It was reported that during lead revision procedure, the physician found infection at the patient¿s ipg and extension site. As result, the ipg and extension were explanted and cultures were sent to infection identification.

Manufacturer narrative:
Correction: physician corrected based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.